Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. The device appropriately emitted tones with placement of a magnet. A device reset was performed two times, however, an interrogation was still unable to be performed. A third device reset was performed after repositioning the magnet and an interrogation was then able to be successfully performed. No adverse patient effects were reported. This product remains implanted and in service.